Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device control unit did not function, the motor seized, jammed and moved heavily. It was further determined that the device failed pretest for check with test hand switch, after ¿adjusting¿, check with test bench and record results. Power: 45 to 90 watt and speed: minimum 703 to 937 rotations per minute (rpm), check function with foot pedal, check function with test hand switch and check function and direction of rotation. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.